Event description:
Customer reported to beckman coulter, inc. (Bec) that approximately 10 ml of fluid was dripping from under the sample probe of the unicel dxh 800 coulter cellular analysis system. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not witness the leak and was unable to reproduce it. The fse ran various diagnostic tests, visually inspected the vcs (volume, conductivity and scatter) module, and performed verification. To date, customer has not reported on any recurrence of the leak.

Manufacturer narrative:
(B)(4).